Event description:
It was reported the physician implanted a 20mm gore helex septal occluder to close an atrial septal defect. The defect balloon sized to 9mm on fluoroscopy. No shunt was noted following the implant. The next morning the occluder had embolized to the left pulmonary artery. A snare was used to remove the device and a new occluder was implanted. The pt was doing well following the procedure.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specs.